Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported bolus delivery issue, which was later verified to be transient. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.5. Cgm sensor type: data not available.

Event description:
It was reported that the patient was initially unable to deliver a bolus dose after applying a new pod, with blood glucose measured at 255 mg/dl at the time of the event. During the technical support call, the patient confirmed that the system subsequently began functioning correctly and the bolus dose was delivered as intended. No medical intervention was reported in relation to this event.